Manufacturer narrative:
(B)(4). Batch # m93k1h. Initial details of this event were previously reported (B)(6) 2016 on report #3005075853-2016-00989 and was inadvertently marked in error and submitted as supplement 1. Resending information with correct report type.

Event description:
It was reported that during the procedure the generator made a fast repeated beeping noise. The surgeon removed the device for inspection and found it to be dirty. When he tried to clean the blade the active black blade fell off. The procedure was completed using a like device. There was no patient consequence.